Event description:
Indication: myasthenia gravis without (acute) exacerbation. Unsolicited communication from (B)(6), rn reporting a defective device. (B)(6) she called to seek help with pump eitan avoset 0.1-300ml/h. She was containing as to how difficult it is to use this pump. Today she got several error messages, and the last one was: unprime set. She informed me that she primed the pump several times and she keeps getting the same error. Unknown if patient missed a dose. No adverse effects reported at this time. Unknown if product is available for return. Unknown if specialist is aware. No further info provided. Frequency: once weekly for 6 weeks on and 4weeks off. Lot and expiration: both unknown as not obtained from caller. Reported to (B)(6) by health professional.